Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
T was further reported that the right atrial (ra) lead exhibited oversensing. The lead will be reprogrammed to reduce sensitivity and remains in use. No patient complications have been reported as a result of this event.